Event description:
Reportedly, during the implantation procedure of the subject pacemaker, the ventricular lead could not be properly tightened.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation procedure of the subject pacemaker the ventricular lead could not be properly tightened.